Manufacturer narrative:
The report source was from a foreign distributor. Ref: (B)(4).

Event description:
Report received from (B)(6) stating the device was "noisy and there was a lock lever defect". The device was not being used during surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated. The customer's complaint regarding noise was confirmed. The complaint regarding the locking mechanism could not be confirmed. The shim in between the motor drive tab and the drive shaft appears to be worn and causing a chattering noise and some vibration. If additional information is received, a supplemental report will be sent. Ref: (B)(4).